Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. No anomalies were found during heat testing.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 977a175, lot# va0jjcs008, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported there was burning sensations and temperature differences at the battery site. There was redness and it was tender to touch. On the thursday night prior to the report, the patient woke up while charging with redness, pain, and the temperature gauge showing on the recharger screen. On friday, (B)(6) 2015, the day of the report, the doctor looked at the site, and the site looked fine according to the doctor. Impedances checked out when the rep ran that test. The patient was asked not to charge for at least 24 hours. On (B)(6) 2015, the patient sent in a picture of the site and it was a little red. The patient had not charged since the incident on thursday. The symptoms of burning and stinging were still coming and going throughout the day. No surgical intervention occurred, and the issue was not resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included spinal pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative reported there was heating. Information indicated the device was explanted.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 977a175, lot# (B)(4), serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 3550-29, lot# serial# unknown, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a defective device in the past. It was heating in their side and would burn them when they were charging in (B)(6) of 2015. The patient sent a picture of their red skin via a text message to a manufacturer representative. Analysis results were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device was burning the patient.